Event description:
At the time of the pump malfunction rn was in the patient's room titrating the vasopressin dose. While entering the numbers the touch screen stopped responding entirely, simultaneously it entered an alarm state with red flashing lights and sounds. Rn was able to clamp the lines and verify that the drip chamber indicated the flow had stopped. Rn programmed an extra pump in the room and was able to get the medication flowing again rapidly. During the alarm state and unresponsive period the pump did not show any indicators that the medication was still being administered. Checked patient labs afterwards, including a ptt [partial thromboplastin time] which did not indicate any extra heparin was received by the patient. The patient was hemodynamically stable throughout the event with no rescue medications being needed. The interruption in medication administration was under 60 seconds.